Event description:
It was reported that during the attempt to implant the atrial lead, the tip was slipping during the implant. It was noted that the pwave could not be sensed, intra-cardiac potentials were also flat, no capture occurred, and the lead impedance was noted as high. Analyzer cables were replaced, however the lead issues remained the same. Ventricular lead measurements were without issue. The atrial lead was removed and exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. Analyst commented, electrical resistance and cross continuity test results were within specification. No anomalies were found. (B)(4).